Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The second heartstring seal loaded properly. The surgeon deployed the seal but when he removed his finger, blood was gushing out. The surgeon tried to adjust the seal in order to provide hemostasis; however, he ended up having to cut the tether strings then unraveled to remove. A third heartstring was used to complete the procedure. No pt complications were reported by the hosp. This report is for the second seal.

Manufacturer narrative:
Investigation results: the loader device, the tension spring and tether were not returned. The visual inspection was conducted on the delivery device showed that the plunger had been depressed and it had evidence of blood. The evidence of blood inside the delivery device was typical of a device had been deployed. The seal was unraveled. Based upon these findings and the info collected, the reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).